Manufacturer narrative:
(B)(4).

Event description:
The customer reported their beckman coulter lh 750 hematology analyzer was leaking from the center area near the blood sampling valve (bsv). The volume of the leak was > 5 mls and the spill was not contained inside the instrument. The spill was a mixture of blood and cleaner. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, goggles, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On the day of the event ((B)(6) 2012) a field service engineer (fse) was dispatched and found clenz leaking from the broken rinse block under the probe wipe module. The fse cleaned up the spill, replaced the probe wipe module and verified no further leaking. Instrument verification was performed. The cause of the leak is a broken probe wipe assembly. The probe wipe assembly may contain blood, controls, and diluent during normal operation and lh cleaner (coulter clenz) during shutdown.